Manufacturer narrative:
Unit display properly. No missing segment/partial display or display 3 or 4 different color lines anomaly noted. Unit passed self-test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was high as 400 mg/dl he had to be hospitalized, he was off for a week from his pump before he went to the hospital. The customer used an insulin pen to treat his highs. The customer¿s blood glucose was stable in 130¿s mg/dl. The customer also states the screen on it has about 3 or 4 different colors on it and it won't come on. The customer was assisted with troubleshooting for partial display. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.